Event description:
A 36-year-old male brought to emergency department in cardiac/respiratory arrest. Full resuscitation measures were performed for 50 minutes without response. X-ray demonstrated aortic valve was possibly in an abnormal position. Autopsy findings identified part of the valve in the iliac arteryinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data, invalid data. Results of evaluation: none or unknown, none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.